Event description:
In 2008 at 6:05 pm, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra meter does not turn on. The complaint was classified based on the customer service representative (csr) documentation and recorded phone conversation. The patient tests her blood glucose once a day and manages her diabetes with pills, diet and exercise. The patient stated that the subject meter had stopped working for the past 2-3 months and as a result of the alleged meter issue, the patient stated that she did not make any changes to her diabetes management. About two weeks prior to contacting lfs, the patient reportedly developed symptoms of cold chills, sweatiness and weak and claimed that she tested her blood glucose on a friend's meter. It was an unknown brand meter and the result was "69 mg/dl." The patient claimed that she ate some candy because she felt like she had "low blood glucose" and reportedly felt better after administering self-treatment with sweets. The patient did not have a backup meter to test with and reportedly hesitated to contact lfs to have her meter replaced sooner due to "laziness." It is unknown what the patient's normal blood glucose range is and what type of oral medications she is currently on. The patient does not have test strips or control solution with her to troubleshoot with. However, this was not a new out of box meter and there was no meter trauma. The patient mentioned to the csr that the meter would not power on when the power button was pressed. It was discovered that the battery was missing from the meter's battery compartment. This complaint is being reported due to the following conclusion: the patient's reported symptoms can be associated with hypoglycemia and it reportedly developed after the reported meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.